Event description:
It was reported that the right ventricular (rv) lead had increased and high impedance due to a potential lead fracture. It was also noted that during delivery of shocks by the device the shocks were delivered at an energy lowered than programmed. It was also reported that a bit flip occurred causing a power on reset. The device was explanted and the rv lead was recommended for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed an error in the device memory caused a device reset. Analysis further revealed that lower delivered energy than programmed was delivered.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The patient's age was not reported however the report is being submitted as a 30d report due to the report of the patient as very young. (B)(4).